Event description:
It was reported that the user attempted an ilet firmware update but could not complete it because their blood glucose was below the normal range reported at 47 mg/dl. The user paused the update and treated the low per guidance. Investigation included review of user report and troubleshooting guidance regarding firmware update interruption during a hypoglycemic event. Investigation of this case revealed no device malfunction and that the event was consistent with an acute hypoglycemic episode of unclear cause unrelated to a device hardware component. Symptoms included dizziness and headache associated with hypoglycemia. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.